Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that upon opening of a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu) it was noted that one of the inner cannulas pack was found open. No patient consequences were reported. No adverse effects were reported.